Event description:
The customer reported the ventilator was displayed a blower temperature high occurrence. A prolonged blower temperature high occurrence may result in a vent inop during normal ventilation operation. The patient must be placed on another means of ventilatory support. There was no patient harm reported.

Manufacturer narrative:
Event date: (B)(4) 2015. MFR receiving date: 11/03/2015. Conclusion / root cause: the blower assembly and motor controller (mc) pcba was tested and no failures were identified. The blower temperature high error code 1122 could not be duplicated. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the ventilator was displayed a blower temperature high occurrence. A prolonged blower temperature high occurrence may result in a vent inop during normal ventilation operation. The patient must be placed on another means of ventilatory support. There was no patient harm reported.